Event description:
An endoscopic vein harvesting device was used to harvest the greater saphenous vein from the leg which was of a slightly "large" caliber. User of device reports that "the cutter became stuck on the carrier as the cutter went into the beveled area of the carrier". Device was removed from the sterile field and replaced with another. No patient injury.